Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 as a device replacement. As preparation for implantation, the parameters of the subject device were programmed as follows: since the existing atrial lead and ventricular lead were both unipolar leads, the lead polarity configurations of the pacemaker were all programmed to unipolar (including the polarity configurations for the auto implant detection function); the pacing mode was programmed to vvi and the basic rate 70 min-1 (for the patient¿s af). During the replacement procedure, deterioration of the ventricular lead was noticed between the insulation and the dummy electrode at the proximal part (that part was extended when pulled). It was unknown when the lead became this state. When the ventricular lead was tested using a pacing system analyzer (the analyzer embedded in a medtronic programmer), the following results were obtained. With these values, it was decided to continue the use of the ventricular lead. Threshold: 1.2 v/0.4 ms, lead impedance: 618 ohms (at 5.0 v), r-wave amplitude: 13.2 mv. After some difficulty was encountered due to the lead body being adhered to the surrounding tissue, the ventricular lead was connected to the reply 200 dr; the ventricular set-screw was tightened after the connector pin was confirmed to be protruding from the distal connector block. Due to the aforementioned deterioration of the ventricular lead, no lead pull test was performed after the lead connection. Within 20 minutes after the leads were connected to the reply 200 dr, the pacemaker pocket was closed and the pacemaker was interrogated for pacemaker check. In the interrogation session, a message regarding auto implant detection appeared on the programmer screen. Afterwards, it was noticed that the egm on the programmer screen was flat. This time, vp markers were displayed on the egm and proper pacing behavior by the pacemaker was confirmed on ECG. When the parameters were checked, it was revealed that the sensing polarity had unexpectedly changed from unipolar to bipolar. After the sensing polarity was reprogrammed back to unipolar, the egm became normal.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 as a device replacement. As preparation for implantation, the parameters of the subject device were programmed as follows: since the existing atrial lead and ventricular lead were both unipolar leads, the lead polarity configurations of the pacemaker were all programmed to unipolar (including the polarity configurations for the auto implant detection function); the pacing mode was programmed to vvi and the basic rate 70 min-1 (for the patient¿s af); during the replacement procedure, deterioration of the ventricular lead was noticed between the insulation and the dummy electrode at the proximal part (that part was extended when pulled). It was unknown when the lead became this state. When the ventricular lead was tested using a pacing system analyzer (the analyzer embedded in a medtronic programmer), the following results were obtained. With these values, it was decided to continue the use of the ventricular lead. Threshold: 1.2 v/0.4 ms, lead impedance: 618 ohms (at 5.0 v), r-wave amplitude: 13.2 mv after some difficulty was encountered due to the lead body being adhered to the surrounding tissue, the ventricular lead was connected to the reply 200 dr; the ventricular set-screw was tightened after the connector pin was confirmed to be protruding from the distal connector block. Due to the aforementioned deterioration of the ventricular lead, no lead pull test was performed after the lead connection. Within 20 minutes after the leads were connected to the reply 200 dr, the pacemaker pocket was closed and the pacemaker was interrogated for pacemaker check. In the interrogation session, a message regarding auto implant detection appeared on the programmer screen. Afterwards, it was noticed that the egm on the programmer screen was flat. This time, vp markers were displayed on the egm and proper pacing behavior by the pacemaker was confirmed on ECG. When the parameters were checked, it was revealed that the sensing polarity had unexpectedly changed from unipolar to bipolar. After the sensing polarity was reprogrammed back to unipolar, the egm became normal. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 as a device replacement. As preparation for implantation, the parameters of the subject device were programmed as follows: - since the existing atrial lead and ventricular lead were both unipolar leads, the lead polarity configurations of the pacemaker were all programmed to unipolar (including the polarity configurations for the auto implant detection function); - the pacing mode was programmed to vvi and the basic rate 70 min-1 (for the patient¿s af); during the replacement procedure, deterioration of the ventricular lead was noticed between the insulation and the dummy electrode at the proximal part (that part was extended when pulled). It was unknown when the lead became this state. When the ventricular lead was tested using a pacing system analyzer (the analyzer embedded in a medtronic programmer), the following results were obtained. With these values, it was decided to continue the use of the ventricular lead. Threshold: 1.2 v/0.4 ms, lead impedance: 618 ohms (at 5.0 v), r-wave amplitude: 13.2 mv. After some difficulty was encountered due to the lead body being adhered to the surrounding tissue, the ventricular lead was connected to the reply 200 dr; the ventricular set-screw was tightened after the connector pin was confirmed to be protruding from the distal connector block. Due to the aforementioned deterioration of the ventricular lead, no lead pull test was performed after the lead connection. Within 20 minutes after the leads were connected to the reply 200 dr, the pacemaker pocket was closed and the pacemaker was interrogated for pacemaker check. In the interrogation session, a message regarding auto implant detection appeared on the programmer screen. Afterwards, it was noticed that the egm on the programmer screen was flat. This time, vp markers were displayed on the egm and proper pacing behavior by the pacemaker was confirmed on ECG. When the parameters were checked, it was revealed that the sensing polarity had unexpectedly changed from unipolar to bipolar. After the sensing polarity was reprogrammed back to unipolar, the egm became normal.